Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a call service 078-0008 alarm was observed in the black box and alarm history. The pump powered on properly with no alarms. The rewind, load and prime steps were successfully performed. The pump was exercised for 24 hours with no call service alarms emitted. Unrelated to the complaint, a crack in the u-groove of pump was observed. A leak was found due to a cracked pump case. Moisture was found inside of the internal components of the pump. The battery compartment was also observed to be cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.